Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was determined that the main pcb (printed circuit board) needs replacement. Fsr replaced the main pcb and performed tests, the unit passed tests and runs according to manufacturer's specifications. The vyaire failure analysis laboratory received the main pcb and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Investigation reveals transducer pt802 has failed. This is a known issue which can be referenced with CAPA ca-2017-0206.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vela ventilator xdcr fault showing constantly. At this time, there is no information regarding patient involvement associated with the reported event.